Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, the left ventricle was perforated by the guidewire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during implant of a 23mm sapien 3 valve in the aortic position using transfemoral approach, the wire was inserted into a narrow left ventricle (lv), but the position was acceptable. The delivery system went too far into the lv while crossing into the native valve. The position was corrected and a 23mm sapien 3 valve was successfully deployed. Since echo demonstrated no abnormal observation, the procedure was completed. Before leaving the operating room, the patients blood pressure decreased, but it was resolved with medication (adrenaline). Post procedure, the patients hemodynamics collapsed and a pericardial effusion was observed. Drainage was performed, but was not effective. Therefore, the patients chest was opened and surgery revealed a tear in the anterior wall of the lv, which was considered an lv perforation by the guidewire. The area was surgically repaired. Upon review of the procedural images, the wire appeared to be protruding a bit into the affected area when the delivery system was crossing the native valve.